Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a noisy motor when cable is moved was found. It was determined that the power cord has shorted internal wiring. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for both failure modes were associated with a component failure. Factors that could have contributed to the electrical shorting include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. Factors that could have contributed to the noise, audible include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord.

Event description:
It was reported that a mdu presented a motor fault; the motor runs however it get hot quickly when doing so; as well the current draw increased the longer the device run. The device was removed from the test console when it hit 1000ma to prevent the potential damaging of the console components. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was a delay. No further details available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).